Manufacturer narrative:
The patient was initially implanted with dual magec rods on (B)(6) 2014. To date, the patient is doing well and is asymptomatic. The device has yet to be explanted; the surgeon reported that the patient will be monitored. A DHR review revealed that the device met all the required quality inspections and was released within specifications.

Event description:
A distributor reported that during a patient's magec rod distraction session, it was observed that the right magec rod appeared to have had separated in between the distal anchors, at a solid section. The patient has been implanted with dual magec rods for almost one (1) year.